Manufacturer narrative:
Per tandem's user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently delivered 25 units due to entering units of insulin into the wrong field. The customer's blood glucose (bg) level was 160 mg/dl. Customer drank juice to address bg.